Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 11 years. Through follow up with the healthcare provider, it was learned that this valve was explanted due to critical aortic prosthetic valve stenosis. Ava = 0.47cm sq; mean gradient = 59 mmhg. Per the operative report, this patient chose to have is aortic valve replaced in 2001 with a tissue valve, she did not wish to go on coumadin in child-bearing years. She started developing worsening dyspnea with minimal exertion, shortness of breath, orthopnea, and pnd. Symptoms worsened gradually over the past several months. An echo revealed ef of 55% and critical prosthetic aortic stenosis. There were no signs of infection or abscess. The operative findings indicate that the explanted aortic valve had calcified leaflets. A new edwards bioprosthetic valve was implanted and post operative tee revealed normal lv and rv function. Peak aortic valve gradient = 11 mmhg; mean aortic valve gradient = 5 mmhg. Zero paravalvular leaks, zero aortic insufficiency. The were no complications reported during the procedure. The patient tolerated the procedure well.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the calcification noted on the valve likely caused the aortic stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.